Event description:
Sensor could not be detected issue. The patient is female and (B)(6) years old, did v-p surgery on (B)(6) 2015. It was noted the sensor could not be detected after being implanted for one hour. The surgeon changed icp and cable but still failed. Finally the surgeon removed the sensor directly. There was no report on patient injury. Please be aware due to the time difference between (B)(4) versus the u.s. Complaints that are received on the same day that they are entered appear that the complaint created date occurred before the complaint notified date. This is attributed to a system issue associated with the time difference. (B)(6) 2015 was there a delay in surgery over 30 minutes? No.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the instrument met all manufacturing and quality inspection/testing specifications prior to distribution. The evaluation of the returned device found that the catheter material and internal wires were stretched and broken 22.5 cm from the connector. The internal wires were exposed and tape and sutures were attached to the catheter material. No functional testing was possible due to the condition of the device as it was received. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure appeared to be mishandling of the catheter. While the issue appears to have been user related, this is not able to be conclusively determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.